Manufacturer narrative:
(B)(4).device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.(B)(4)

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure a balloon rupture occurred.the target lesion was a 90% stenosis of the moderately tortuous right superficial femoral artery (sfa). Predilation was completed with a 4.0mm spcb cutting balloon. This 4.0x100mm sterling balloon was advanced for post dilation. The balloon was inflated to 6 atm and 8 atm. On the third inflation the balloon ruptured at 10atm. The procedure was considered completed with this device. There were no reported patient complications and the patient's status was good.